Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a hemodialysis (hd) patient was dialyzing and finishing treatment. While rinsing back the saline line disconnected from blood tubing, resulting in blood leak and the patient was unable to be rinsed back. The estimated blood loss (ebl) was unknown. The sample was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.